Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device packaging was returned opened with only a device, the outer box and the inner sterile tray. The box labeling is for device 71453203 batch 16bt65728. The device returned is 71453212 batch 16ct65933. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have reason to suspect that the product failed to meet product specifications at the time of manufacture. The potential probable cause for this event is likely a manufacturing process error. This issue is being evaluated through our internal quality hold process. Based on this investigation, the need for corrective action is indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Case: (B)(4).

Event description:
It was reported that, during a tka surgery, the surgeon requested a 1/2 13mm insert and when opening the box the sterile insert was a 3/4 11mm insert. The procedure was completed without delay using a smith & nephew back-up device. No other complications were reported.